Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported before catheterization, the catheter was inspected for no damage, and after catheterization, it was found that the catheter was damaged, oozing blood and water. Replace the catheter for use. No harm was caused to the patient. No other information was provided.